Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A voltage test was performed and failed..a review of the downloaded receiver log did not confirm the reported event of low transmitter battery a root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data, but the data evaluation did confirm a permanent loss of connection. The root cause could not be determined post-investigation. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.